Event description:
It was reported that the patient had an artificial urinary sphincter (aus) 4.5 cuff originally placed but have been experienced incontinence. Due to this, a surgical procedure was performed to set a new 4.0 size cuff. There were no patient complications.